Event description:
Information was received indicating that a smiths medical cadd solis vip pump lost setting and patient data when powered on. The date and time of the pump keeps changing back to january 1st 2005. There was no patient involvement.